Event description:
International affiliate reports that three days after implantation, the patient complained of pain. Examination of x-ray found the polyaxial screw at l3 on the right side of the construct had come off of the vertebral body by approximately 30mm. Revision surgery found a second polyaxial screw at s1 had also loosened. The devices were removed and replaced. See mfg report# 1526439-2012-00123 for the second polyaxial screw involved in this event.

Manufacturer narrative:
The device has been returned for evaluation. A follow up report will be filed upon completion of the evaluation.

Manufacturer narrative:
Gross dimensional inspection of the returned polyaxial screw confirmed that it met specification requirements. Review of the device history record found no discrepancies and no other complaints have been reported for the production lot. No definitive conclusions can be made at this time. However, any infection localized to the site of implantation is a contraindication for implantation. As reported in the accompanying IFU, active systemic infection or infection localized to the site of the proposed implantation are contraindications to implantation. It appears that an existing infection at the surgical site during the time of implantation may have caused or contributed to the reported screw loosening. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.